Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was done. Customer stated he went camping and the insulin pump was placed under his pillow and he was not able to clear the alarm so he removed the battery. Customer blood glucose was 106 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with cracked reservoir tube.